Event description:
During priming in preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the drive motor generated a noise. No other details regarding the nature of the event were provided. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.